Event description:
Info rec'd indicates the caregiver set the bed exit and left the pt room. When she returned, the bed exit was off and the pt was on the floor next to the bed. No details were released by the account regarding the pt's condition, other than an x-ray came back with no skull fracture.

Manufacturer narrative:
The technician inspected the bed and found it to be operating properly. He could not duplicate the alleged malfunction.